Manufacturer narrative:
The sample was discarded, and therefore, is not available for evaluation. Lot number is unknown; therefore, a batch review cannot be performed. If any additional information becomes available, a follow up medwatch will be submitted. (B)(4).

Event description:
Baxter sales representative left voice mail on (B)(6) 2010 to relay a customer report of a separation between the stop cock and the manifold on a clearlink set. This separation has occurred sporadically over the past couple of months in day surgery, anesthesia recovery, and the or. The separation has been occurring about 1.5 to 2 hours after the set has been primed and has been hung on the patient. This incident occurred with product (B)(4), with an unknown lot number. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. Samples are not available. No additional information was provided.